Manufacturer narrative:
(B)(4).

Event description:
Noise was noted on the ventricular lead. X-ray examination and provocative testing revealed no abnormalities; however the lead was visibly dislodged. The lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion was noted at 9.2 cm to 9.6 cm and 21.2 cm to 21.9 cm from the distal tip consistent with lead friction to the device can with no damage to the silicone insulation in either location. An internal insulation abrasion consistent with cable to inner lumen abrasion was noted. One of the rv conductor cables was found to be abraded with abrasions noted to the inner lumen and ptfe liner exposing the inner coil. This is consistent with the observation from the field of noise and no hv output.

Manufacturer narrative:
(B)(4)

Event description:
New information notes that non-sustained rv oversensing and a vf episode where therapy was inhibited due to detection of rv lead noise were also observed. Insulation damage was suspected. The lead was capped and replaced. The patient condition before and after the surgery was good.